Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed on the sensor patch and adhesive. No malfunction or product deficiency was identified. This issue is not confirmed. This serves as a correction report. Section (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced itching, inflammation, swelling, and redness at the sensor site. Customer had contact with a healthcare professional and was prescribed an unspecified patch and ¿bottle¿ for treatment. There was no report of death or permanent impairment associated with this event

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced itching, inflammation, swelling, and redness at the sensor site. Customer had contact with a healthcare professional and was prescribed an unspecified patch and ¿bottle¿ for treatment. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
Additional information; section h4 (device mfg date) has been updated based on the retunred product download. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced itching, inflammation, swelling, and redness at the sensor site. Customer had contact with a healthcare professional and was prescribed an unspecified patch and ¿bottle¿ for treatment. There was no report of death or permanent impairment associated with this event.